Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the event onset, the patient was hospitalized for peritonitis. The cause of the event, treatment details, action taken with pd therapy, and patient outcome were not reported. It was reported the patient was scheduled to be discharged "at the end of the this week". No additional information is available.